Event description:
It was further reported that the lesion was predilated with a 2.5x12mm apex balloon catheter. The taxus liberte sds entered the patient one time and a lot of force was applied to try and cross the tight lesion. When the sds was pulled back into the guide catheter the stent dislodged from the sds in the left main. The procedure was completed by using several shorter stents.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the tortuous left anterior descending (lad). A 38x3.0mm taxus liberte long stent delivery system (sds) was advanced but did not cross the lesion. The guide catheter was deep seated but the sds still could not cross the lesion. During withdrawal of the sds, the stent dislodged. The delivery system, guide wire and guide catheter were removed as a unit. The stent embolized to the left internal iliac and remains in the patient. No attempt was made to retrieve the dislodged stent. There were no additional patient complications and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.